Event description:
Customer reports cartridge sprays in all directions. On (B)(6) 2014 customer reports nurse practitioner was performing a skin lesion removal ((B)(6) 2014) when the device sprayed her. On (B)(6) 2014 customer reports nurse practitioner thumb and index finger (right hand) became white (full fingers affected). Treated herself with amounted to nothing special. Fingers are still somewhat numb but she believes it will resolve itself.

Manufacturer narrative:
To date, the device involved is the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.